Manufacturer narrative:
The exposed portion of soft cannula of the received pod was found to be kinked. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation that would cause a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours on the leg. As treatment, pod was removed and a new pod was applied.